Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after loading the cartridge with 120 units of insulin. Customer's blood glucose level was 155 mg/dl. Customer added additional insulin to the cartridge and successfully resumed insulin delivery.